Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 30, 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stricture in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in (B)(6) 2018. Reportedly, patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, the patient presented with moderately elevated liver enzymes: alkaline phosphatase (alp), alanine aminotransferase (alt) and aspartate aminotransferase (ast). On (B)(6) 2019 an ercp procedure was performed and it was noticed that the stent migrated. The stent was removed with snare and another wallflex biliary stent was implanted to complete the procedure.